Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in both lead barrels. No other anomalies were observed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited noise that was oversensed and led to pacing inhibition with asystole of less than two seconds. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and lead were successfully implanted. No additional adverse patient effects were reported.